Event description:
A 2.5mm x 20mm sprinter legend balloon catheter was used in the procedure. The target lesion and vessel morphology were unk. It was reported that while the sprinter legend balloon catheter was being loaded over the wire, the balloon catheter stuck on the wire. The device was removed and another 2.5mm x 20mm sprinter legend balloon catheter was successfully used to complete the procedure. The pt was reported to be fine. Upon evaluation of the returned device, part of the tip was noted to be detached. The cause of the component detachment could not be determined. Based on the limited info, no conclusion can be drawn. Please note that this device is distributed outside the united states; however, it is similar to the sprinter device distributed in the united states.

Manufacturer narrative:
Evaluation: results: - lack of info (no films or operative reports were provided).